Manufacturer narrative:
This device was not returned to (B)(4) for evaluation. Because the pump was not returned an investigation was not possible. A DHR review was completed and found no non-conformances associated with the device. The initial reporter did advise that they were using 100ml infinity orange sets with the infinity teal pump. The infinity teal manual does state that the only disposable sets approved for use with the teal pump are the infinity 500 and 1200ml sets and the infinity safety screw connector. The use of the 100ml orange set is considered off-label use. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump "continued to run after the bag was empty". Mmdg did follow up with the initial reporter who stated that they had been using an infinity orange set with the infinity teal pump and that they were infusing human milk with this pump. They also stated that with the exception of the patient vomiting once, they were otherwise fine. (B)(4).